Manufacturer narrative:
On april 18, 2017 the suspect medical device was updated to the architect c4000 analyzer based on the evaluation of the event. Further investigation of the customer issue included a review of the complaint data, part replacement, service history review, a search for similar complaints, and a review of labeling. Return material was not available. Abbott instructed the customer to replace the sample probe which resolved the issue. A review of the analyzer service history was performed and no contributing factor to the current event was found. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c4000 analyzer, list number 02p24, was identified.

Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer generated falsely elevated clinical chemistry ldh (lactate dehygrogenase) results. While comparing reagent kits the customer re-tested a specimen: they indicated the results went from 175 u/l to 225 u/l. The high result was released but was later corrected. No impact to patient management was reported.